Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was alarming. This complaint is being reported because the alleged issue could cause a delay in insulin delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2019 with the following findings: during investigation, the pump is unable to power on due to impact damage to display and pcb components. Unable to investigate pump is alarming complaint due to impact damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Hold by yd, 1/7/2020